Event description:
The customer was trying to remove a positive bact/alert pf bottle from the bact/alert 3d instrument when the neck of the bottle broke off. The customer was treated in their e.r., no stitches were required but a tetanus shot was given.